Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after an unspecified duration of pod wear. No specific blood glucose values were reported. The patient reported that insulin delivery stopped due to a pod shut-off alarm at the time of the event. The patient subsequently developed symptoms including headache and thirst, which prompted her to seek medical attention. The patient presented to the emergency room and was diagnosed with hyperglycemia. Treatment during medical evaluation consisted of electrolytes and insulin, and the patient was able to return home the same day. Review of the omnipod controller settings confirmed that the pod shut-off setting was configured for every four hours at the time of the event. The patient was unable to confirm how much time elapsed between the alarm occurrence and the last time that the controller communicated with the pod.